Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s catheter was returned for evaluation. The device was returned with the outer catheter separated from the distal tip thus confirming the investigation for material separation. The investigation is inconclusive for the alleged activation issue as functional testing could not be performed due to the identified material separation. It is possible the user did not properly connect the catheter to the transducer which could result in the alleged activation issues. It is unknown when or how the distal tip became separated from the outer catheter. The definitive root cause is unknown. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation, the recanalization catheter allegedly would not vibrate. It was further reported that another catheter was used to complete the procedure. There was no patient involvement.